Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx drug eluting stent was implanted into the rca. It was also reported that three more resolute onyx drug eluting stents were implanted two days before the index procedure. Approximately 13 days post the index procedure, the patient suffered stent thrombosis. The stent involved was a medtronic stent previously implanted in the rca. The patient was treated with an update of anti-platelet medication and pci. The patient recovered. The patient was taking dual anti-platelet medication within 24 hours prior to the event. The investigator assessed this event as not related to the index device but causally related to anti-platelet medication. The sponsor assessed this event as serious. Safety assessed the event as related to the index device and related to anti-platelet medication.

Manufacturer narrative:
The investigator assessed the stent thrombosis event as causally related to the device and possibly related to anti-platelet medication. Safety assessed the event as related to anti-platelet medication and the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The event involved the target vessel (rca). Stent thrombosis was confirmed by angio. Investigator assessed the event as possibly related to the index device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Culprit vessel involved rca. Stent thrombosis was confirmed by angio. Investigator assessed the event as possibly related to the index device. Target vessel(s) involved changed to 'yes'. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Safety assessed the event as causally related to the index device and to anti-platelet medication. Thrombosis was not confirmed by (B)(4). Myocardial infarction was reported to have occurred in a non target vessel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The investigator assessed the stent thrombosis as possibly related to the device and causally related to the anti-platelet medication. If information is provided in the future, a supplemental report will be issued.